Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, after the tubing placement, the patient experienced a voluminous and painful abdomen. The patient had a blood test and CT scan which initially revealed an intestinal perforation; however during surgery the intestinal perforation was ruled out, and it was reported that the spleen was damaged and subsequently removed. On (B)(6) 2022, it was reported that the patient passed away due to an unknown cause. An autopsy was not performed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.